Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin 2g intraperitoneally (every 5 days x4 doses). The cause of the peritonitis was the patient disconnecting the transfer set to pull fibrin out and reconnecting. The patient was retrained on proper aseptic technique. Approximately one month later, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available. He pdrn stated that the hp was hospitalized from (B)(6) 2013. The cause of the peritonitis was due to hp disconnecting the transfer set and attempted to pull fibrin out and then reconnected. The pdrn stated there was no malfunction or damage in the transfer set. The hp was retrained on proper aseptic technique. The pdrn also mentioned that the hp acquired a (B)(6) infection from the antibiotics during the hospitalization. A culture of the pd effluent was obtained with showed positive (B)(6). The hp was treated with vancomycin 2g intraperitoneally every 5 days times 4 doses. The hp was on low calcium pd solutions. The hp is reported to be recovering. The pdrn stated that baxter device, disposables, or drugs did not contribute to the peritonitis and (B)(6) infection. (B)(4)

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.